Event description:
Pt's bare skin was supported by the IV arm board to stabilize IV site. When IV was discontinued and armboard removed the anterior aspect of the tore arm (where the skin was in contact with the plastic board) was sloughed-off. Palmar surface of hand was macerated but intact. Dorsum of hand blistered due to tape. Dx: local skin reaction to tape and IV board. Rx with silvadine ointment and follow-up with physician.